Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The analysis was limited as patient sample material could not be shipped for further investigation. A review of available quality control data confirmed that the assay was functioning as expected. The root cause was attributed to a patient sample-related discrepancy, as single false reactive results may occur with the elecsys hiv duo assay due to its specificity being less than 100%. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the elecsys hiv duo assay generated a reactive result with values of hivag 26 coi and ahiv 0.08 coi. Testing was conducted prior to a gastroscopy procedure. No date was provided for subsequent testing with an abbott hiv assay (fourth generation), which yielded a non-reactive result. On (B)(6) 2024, hiv rna testing was performed and returned a negative result. On (B)(6) 2024, the elecsys hiv duo assay again generated a reactive result with values of hivag 35 coi and ahiv 0.08 coi. Testing was conducted prior to an invasive operation. On (B)(6) 2024, testing of the same sample from (B)(6) 2024 using an abbott hiv assay yielded a non-reactive result.